Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a patient had a shocking sensation three days ago during a twist and turn. The patient called his healthcare provider, who told him to turn the device off until he could see the doctor. The shocking had happened once or twice before when the patient did twisting or turning, but it wasn¿t specified when this occurred. A manufacturer representative checked impedances and they were all in the 700 range. The implantable neurostimulator (ins) and leads were palpated when the ins was on and the patient didn¿t have any shocking or jolting. An x-ray was done and looked great. The manufacturer representative thought that the shocking was due to the patient twisting wrong and getting a nerve and it may have been a fluke incident. The patient had no shocking while stimulation was on and coverage was working well for him. The patient loved the program he was on and used it all the time. The manufacturer representative planned to meet with the patient in a month to follow up. It was later reported that there was not a 50 percent or greater symptom reduction. The cause of the event was not determined and the patient continued to experience effective therapy.